Event description:
There was no reported patient impact associated with this complaint. The patient contacted animas alleging that the pump was rebooting itself as least 3 times a day. The patient reported that the alleged issue began 3 weeks prior to contacting animas. The patient informed animas customer support that he would always be aware of when the pump rebooted because he would hear it beep and when he looked at display it would be on the verify screen. At the time of troubleshooting, the patient denied any visible damage to the pump's casing or battery cap. In addition, the patient confirmed there was no evidence of moisture ingress. This complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: reboots are observed in the black box but not duplicated during investigation. The pump was exercised for 24 hours with no power issues. The battery cap contact width was found within specifications. There was no damage to battery cap or the battery compartment. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.